Manufacturer narrative:
Upon reassessment of the reported event, the cup was determined to be not reportable. The tm tibia is cementless and is being investigated under mfg# 3005751028-2021-00013. There are no allegations against the cemented femur or patella. The initial report was forwarded in error and should be voided.

Event description:
Upon reassessment of the reported event, the cup was determined to be not reportable. The tm tibia is cementless and is being investigated under mfg# 3005751028-2021-00013. There are no allegations against the cemented femur or patella. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
(B)(4). Age: the study population had a mean age of 66.5 years at time of surgery (range 43-75 years). Event date: unknown day in (B)(6) of 2003 through an unknown day in (B)(6) of 2005. Report source: foreign: (B)(6). Report source: journal article - l.v. Carlsson, b.e. Albrektsson, m.a. Freeman, p. Herberts, h. Malchau, l. Ryd a new radiographic method for detection of tibial component migration in total knee arthroplasty. Https://doi:10.1016/ s0883-5403(06)80049-5. The device will not be returned for analysis, due to location of device is unknown; however, an investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported in a journal article that a study reported 8 patients in the mono-tm group experienced tibial component migration above the 0.2mm threshold for continuous migration between the 12 and 60 month follow ups. Attempts have been made and additional information on the reported event is unavailable at this time.